Event description:
It was reported that a patient with an artificial urinary sphincter (aus), presented with recurring incontinence due to the device not coapting well. The aus was replaced, and there were no additional patient complications reported.